Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: a revision of the patient's hip due to "dislocation of the acetabular cup." The revised devices were reported as a shell (referred to as "cup"), mdm metal liner (referred to as "mdm liner", a biolox ceramic head, and a restoration modular proximal body. Patient was revised to competitor acetabular components with a new biolox head and restoration modular proximal body.